Event description:
It was reported that during a bariatric procedure the device was being activated on tissue and the received a "relax pressure on the blade" error. They kept activating and the active blade broke and fell into the patient. All pieces were removed, no x-ray was taken. They used a second device to complete the procedure. There was no patient consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.